Event description:
A us distributor reported that a patient was experiencing battery faults. A us distributor reported that a patient was experiencing battery faults.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (battery faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery. Device evaluation of battery sn 86421516 been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective battery.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a patient was experiencing battery faults.